Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) pump was unexpectedly found in standby mode, and the reason for this occurrence remains unknown. The user mentioned there were no alarms or messages displayed on the pump during the time it was in standby. Although an alarm history log was printed, it did not contain any relevant entries for the incident period. The user suspected that the pump transitioned to standby on its own, as it remained in standby mode longer than expected. Additionally, the user noted that it was not autofilling during this period. To address the issue, the user was advised to switch out the pump,

Manufacturer narrative:
Corrected fields: b5. Updated fields: a2, a3a, a4, b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, medical device ¿ problem code), h11. The equipment has not been repaired yet. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) pump was unexpectedly found in standby mode, and the reason for this occurrence remains unknown. The user mentioned there were no alarms or messages displayed on the pump during the time it was in standby. Although an alarm history log was printed, it did not contain any relevant entries for the incident period. The user suspected that the pump transitioned to standby on its own, as it remained in standby mode longer than expected. Additionally, the user noted that it was not autofilling during this period. To address the issue, the user was advised to switch out the pump,